Event description:
The nurse called to report that the customer was hospitalized for high blood sugar levels. It was indicated that the nurse had an issue with the bolus wizard feature. The nurse would not cooperate to verify the customer's info and ended the call.